Manufacturer narrative:
Date of event: unknown. Medical device manufacturer: unknown. Corporate office in (B)(4). Medical device expiration date: unknown initial reporter: address unavailable. Manufacturing location: unknown. Corporate office in (B)(4). Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® urine analysis preservative tube had "erroneous results".